Event description:
The customer reported an infusion pump that infused too fast. There was no reported pt involvement. A follow up with the biomed revealed the pump came down from an unk floor that way, with a note on it. The biomed did not test the pump. The pump was sent to a baxter for servicing.